Event description:
Caller reported a malfunction on the pump, identified with the malf 9 code. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, and since the malfunction did not recur, it was advised that the customer could continue using the pump. Customer was instructed to call back if any malfunction code reappeared and confirmed understanding of these instructions.